Event description:
It was reported that this system was explanted due to impedance issues and high pacing thresholds. A new system was successfully implanted. The system was retain by the hospital. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead returned severed at approximately 130 millimeters (mm) from the terminal end with an extracting stylet stuck to the tip segment of the lead. Testing was completed to assess lead electrical continuity. Measurements confirmed conductors in each segment remained intact. Severed ends of the lead exhibit cuts consistent with typical surgery-related damage.

Event description:
It was reported that this system was explanted due to impedance issues and high pacing thresholds. A new system was successfully implanted. The system was retained by the hospital. No additional adverse patient effects were reported.